Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. Evaluation found all keys inoperable due to a stuck 2nd soft key caused by keypad. This failure mode does not provide any user opportunities to program delivery parameters nor start an infusion. Using a test keypad unit was able to be powered on using the on/off key with all keypad functions working as expected. The keypad was replaced. Baxter has initiated a CAPA to further investigate this issue.

Event description:
During baxter's evaluation of a spectrum pump, the device constantly outputted "2" on the keypad. There was no patient involvement.